Event description:
The pt had a percutaneous endoscopic gastrostomy tube (peg) and received tube feedings, but was having high gastric residuals. A bard jejunal extension feeding tube was placed through the peg tube to allow post pyloric feeds. High gastric residuals continued and it was noted that the jejunal feeding and gastric suction port of her tube were not being utilized properly. The tube feeding was connected to the suction port rather than the feeding port. The design of the port labeling is difficult to read as the raised letters are small and the same color as the blue tube end and blend in with the tube. Link to the bard catalog - see page 4. Http://www.bardaccess.com/assets/pdfs/other/mc-0029-02_enteral_feeding_tube_catalog_web.pdf. Availability of device: device continues to be used in the pt for tube feeding.